Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-93553. Related manufacturer reference number: 2017865-2023-93555. Related manufacturer reference number: 2017865-2023-93556. It was reported that the device system was explanted due to pocket infection and bacterial vegetation on the right ventricular (rv) lead. During the rv lead extraction, the patient became unstable due to the lead extraction tool perforating the posterior atrium causing cardiac perforation. Sternotomy with cardiac bypass was performed. The patient was stable after the procedure.